Event description:
In (B)(6) 2022 I began using byte aligners to straighten my crooked teeth. The first set of aligners covered all my teeth. In (B)(6) of 2023 I began using refinement aligners, which was a new set that did not cover all of my teeth. The top aligners did not cover two of my back right teeth, and the bottom aligners did not cover two of my back left teeth. My dentist believes these aligners may have caused my back teeth to shift. I am now wearing retainers from my dentist that cover all of my teeth. In (B)(6) 2024, my tooth #18 fractured, and I needed a crown. Since then, the tooth has been sensitive, and the sensitivity continued to get worse. On (B)(6) 2025 I had to have a partial root canal on the same tooth. I have another appointment to finish the root canal on (B)(6) 2025, and then will need a permanent filling put in. I believe all my problems with this tooth are a result of faulty aligners from byte because they did not cover all of my teeth.